Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach through a 45cm 6fr non bsc introducer sheath. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous popliteal artery. After a 175cm a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced. The balloon was inflated however it ruptured at 14 atmospheres on the first inflation. The device was completely removed from the patient after the balloon ruptured. The procedure was completed using a 1.5x20 sterling es/coyote es mr balloon catheter. No patient complications were reported and the patient's status was good.